Event description:
It was reported by service report that the power load will not lock the cot in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation of the power load not engaging the cot, a potential cause could be attributed to operator error. The field service technician could not find any failure or defect with the device. The issue was resolved for the customer by instructing the account on how to properly use the device.

Event description:
It was reported by service report that the power load will not lock the cot in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.